Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot number 7693186. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the right side. The deflation was discovered during explantation on (B)(6) 2019. As a result, the patient underwent removal and replacement with a mentor smooth round moderate plus profile 325cc, catalog number 3501650, serial number (B)(4) (r) and a mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and a tear was noted in the posterior aspect measuring approximately 0.1 cm. Also a crease was noted in the same view. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).